Event description:
After implantable neurostimulator surgery the patient's pain was worse than before. The patient had to take pain medications 3-4 times a day to remain active. The right neurostimulator was not working properly. The patient was trialed for a morphine pump. The patient was taken to the hospital by ambulance with extreme pain. The patient was treated and sent home 4 hours later. The patient returned to the emergency room the next day due to pain. The patient was in extreme pain for several days afterward. The patient had a heart attack 7 days after the initial emergency room visit. The hcp told the patient that the stress caused by failure of the device and follow up was a contributing factor to the patient's heart problems. The implantation of a permanent pain medication pump was delayed because the patient was on plavix and lipitor. The patient experienced depression. Approximately 6 weeks after the heart attack, the neurostimulator was removed and a pump was implanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR. Report# 3004209178200900207.

Manufacturer narrative:
For heart attack.